Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bioid failed and did not accept any fingerprint scans on nicu6. Rebooting the system did not resolve the issue.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier had failed. A field service engineer (fse) identified that the biometric identifier light remained on but failed to read fingerprints. The fse shutdown the station, reseated the universal serial bus (usb) cable and restarted the station to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.